Event description:
The generator was received by the manufacturer to undergo product analysis. Analysis has not been completed to date.

Event description:
Product analysis was performed on the returned generator. Visual observations of the device were most likely associated with the manipulation of the device during the implant/ explant procedures. As received, the generator would not interrogate, so a system diagnostic test, wandcomm diag, and final electrical test could not be performed. The device was opened and the battery voltage was measured. The voltage was measured across pins of the microprocessor. The voltage at pin 58 was 7mv while a bench device measured 0.5v, indicating that the crystal was possibly not running. The signal across the series resistor (r3/r4) was monitored for the one second pulse on the bench oscilloscope. The device did not show a one second pulse indicating that therapy code was not running. A soft reset and hard reset were attempted but were unsuccessful. The receive (rxd) and transmit (txd) signals were monitored during an interrogation. This showed the rxd signal but not the txd signal which indicates that the asic is receiving and interpreting the signal from the communication coil and sending it to the mcu (microcontroller unit). However, the mcu did not responding to the signal. Therefore, several signals on the microprocessor were observed to find a possibly link to which component could be causing the increased standby current. The results were inconclusive. The battery and accelerometer were then removed from the pcba for testing. Ground resistances were checked from vbat to various ground connections to the ics on the device. These measurements were acceptable. The solder connections to the accelerometer were examined and no cold solder joints were identified. A m1000 troubleshooting bread board was also used for testing but did not yield results indicative of the malfunctioning component. A postburn test was attempted on the device¿s pcba but it was unsuccessful due to a failure to communicate. The microprocessor was removed from the pcba and placed into the m1000 troubleshoot breadboard. Communication was achieved, but there were various results with the standby current as power was cycled. The microprocessor was reseated multiple times but it did not make a difference. The bench microprocessor had successful communication with good standby current. The microprocessor was determined to be the cause for the increased current consumption of the pulse generator. The cause for the microprocessor (a1) increase in leakage current was not determined. Additional testing of the microprocessor was performed to characterize the failure isolated from other components of the failed circuit board. It was found that the processor intermittently did not execute known valid code. There was a loss of fram memory contents while jtag debugging. Curve tracing showed a wholesale of open pins when tested to the dvcc.

Event description:
The premature end of life was determined due to a malfunction of the microcontroller (a1) causing persistent high current consumption that is still present when tested in product analysis. The occurrence rate of this defect was determined to be "improbable," between 0.001% - 0.01%. No additional relevant information has been received to date.

Manufacturer narrative:
F10, medical device code, corrected data: follow-up report #2 inadvertently omitted the appropriate medical device codes.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had their device implanted two weeks ago, and upon clinic visit, their generator was unable to be interrogated. During placement of the device there was reportedly three successful interrogations. The company representative performed communication troubleshooting by ensuring there were no contributing sources of electromagnetic interference (emi), resetting wand, trying a wired connection between wand and programmer, and utilized a different tablet. The programming system was able to successfully interrogate other patients. The generator was replaced and will be shipped back to the manufacturer for product analysis. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. No other relevant information has been received to date. Suspect device has not been received by the manufacturer to date.